Event description:
A vessel was damaged when the stimulation lead was implanted. The vessel was repaired intra-operatively without further issue. An additional incision was needed to repair the vessel.